Event description:
The service visit at cary medical center was scheduled per CAPA(B)(4) within work order (B)(6). During the site visit, the hybridization (hyb) heater required recalibration due to failing initial verification at setpoint 1 and 2. Field quality updated risk assessment question 2 to 'yes' since the setpoint temperature failed outside the accepted limits established by the verigene I assay temperature tolerance guard band risk report (03838). Data review: per the verigene assay temperature tolerance (guard-band) study report (03768),the study evaluated assay performance of verigene® rp flex, ep, cdf, bc-gp and bc-gn assays at varying critical temperature parameters and established a functional range of temperature for assay tolerance above and below the nominal set points. It was determined within 03838, that the hyb heater has an upper and lower tolerance of +/-2 degree celsius from the setpoint temperature 1 (38.5c) and setpoint 2 (90c). In reviewing the attached naplogs, setpoint 1 for the hyb heater was within the acceptable temperature range verification testing. Per the verigene processor sp system design fmea (napiii-fmea-1729), the system will monitor temperature throughout the procedure. Once at temperature, the system must maintain the target temperature within +/- 1c, or the system will alarm and terminate the procedure via the hardware/software. However, setpoint 2 had an adjusted temperature of +96.1c, 4.1c higher than the acceptable range per 03838. Due the finding, risk assessment question 2 was updated to 'yes'. Site performance: the customer site is currently running the bc-gp, bc-gn, ep and rp flex verigene assays. Review of associated complaint cases shows a single reported false result reported for this sp processor in the past 18 months. It should be noted that this false negative result was obtained when utilizing a 3rd party contrived quality control sample. Per the rp flex package insert (89-30000-00-771) the verigene respiratory pathogens flex nucleic acid test is a multiplexed qualitative test intended for the simultaneous detection and identification of multiple viral and bacterial nucleic acids in nasopharyngeal swabs (nps) obtained from individuals suspected of respiratory tract infection." The performance characteristics of third party material using the verigene system has not been fully evaluated, therefore the performance characteristics are unknown. Conclusion: the customer site reported no patient sample false results for the sp processor s/n (B)(4). There is no indication of this verification failure resulting in an adverse effect to patient results.

Manufacturer narrative:
In review of all associated customer-provided documentation and internally generated investigation notes against the criteria set forth in document 00043 (medical device reporting standards operating procedure), this complaint does meet the requirements for an MDR in the countries where this product is sold or distributed. Filing individual MDR out of abundance of caution due to the remote possibility of a false result contributing to a death or serious injury.